Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2015 due to skin overgrowth on the abutment as well as an infection. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral and topical antibiotics (dates not reported). Subsequently on (B)(6) 2015, the patient was administered mac anesthesia; granulation and infected tissue was excised. This report is filed april 22, 2016. The implanted device remains.